Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed malfunction alarm malf 0 with associated fault ID and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using a prepaid label, and was informed that pump would be replaced under warranty and that they would need to re-enter pump settings and reconnect continuous glucose monitor on replacement device; customer understood and acknowledged all instructions.